Event description:
A customer reported biased results on proficiency samples quality control results were acceptable. Troubleshooting determined that this event is consistent with a malfunction that could have caused false pt results to be reported. There was no report of pt harm as a result of this event.